Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer would not tighten. They noticed the cable was broken. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. There was evidence of blood on the unit. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. When the knob was tightened, the flex link arm did not lock in place. Based upon these findings, the reported complaint "acrobat-I stabilizer would not tighten" was confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).